Event description:
A malfunction alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, and the malfunction code did not recur after the reset.